Event description:
This case, reported by a consumer, concerns a patient who experienced high blood sugar. The patient was taking insulin lispro (humalog) with the pen injector device (humapen ergo) and human insulin isophane suspension (humulin n) for diabetes. The patient always primes pen. It is unknown whether the patient was taking any other medications. The patient is curently receiving insulin lispro (10 units at breadfast, 7-8 units at lunch and 15 units at dinner) and human insulin isophane suspension (at bedtime). The patient started insulin with the device in 2001. The patient recently switched from the 1.5ml cartridge to the 3.0ml cartridge. The patient's blood sugars have been well controlled for 3 days, when the patient had readings of 26 and 32 mmol/liter. The patient stated that patient is getting insulin out of the pen. The patient has received a new humapen and new package of insulin lispro cartridges as advised by the patient's doctor. Patient's blood sugars have returned to normal and patient is doing well. The patient indicated there was no hospitalization or intervention required. No additional information is expected.